Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.the sample was not returned. The complaint could not be confirmed, therefore, a root cause cannot be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
A nurse reported to baxter (B)(4) that the dialyzer ruptured during its first use. There was patient involvement, but no injury or medical intervention was reported.